Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed, there was signs of use was identified. The screw threaded into in-house implant as intended. Unable to confirm loosening. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw was not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified with all the available information. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the patient initially came to his dental appointment because the crown became loose and was tightened. The affected tooth position is #14.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided . G4: premarket identification unknown / not provided . H4: device manufacturer date unknown / not provided.